Manufacturer narrative:
Pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Unable to confirm suspend anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and low blood glucose event. The customer¿s blood glucose was 45 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the numbers ramp up while trying to deliver a bolus. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 45 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.